Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While introducing the clip delivery system (cds) into the anatomy, the physician applied a lot of m-knob. It was noted unusual resistance was felt while applying the m-knob. While doing so, a sudden cracking noise was heard and the cds was no longer able to curve or straighten. Therefore, the cds was removed and replaced. One clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All information was investigated and based on the information provided by the account while the reported noise, inability to curve and straighten and knob resistance/tension appears to be due to the reported suspected cable break, a definitive cause for how the cable broke, cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.